Event description:
It was reported that the lead exhibited high pacing thresholds. It was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.